Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding advanced pain care trial leads. It was reported that the integrity of the lead was hindering lead placement. The leads appeared to be wavy and not straight. The wavy leads did not allow for good steering and lead placement. The leads were not implanted. All the leads with the same lot number for that account were going to be returned and replaced. No symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Device lot was returned unopened to distribution with no indication of use. No method for the complainant to see the status of the leads in the box. The leads passed a 6 sided check and were restocked. A device history review was performed and it did not contain any findings related to the complaint. For the lead that was used in-vivo and resulted in the physician returning their unopened lot, see manufacturer¿s report #2649622-2017-04950. If information is provided in the future, a supplemental report will be issued.